Event description:
It was reported that fifty-one (51) sterile repeater pump tube sets leaked from the hose (tubing); the leak occurred at the part that was in the machine. This was identified during set-up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date of (B)(6) 2023. E1: initial reporter facility name, address, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) used devices were received for evaluation. A visual inspection was performed on both the returned samples, and it was noted that both samples had damaged tubing. Functional system level testing was performed, and it was noted that there were leaks from the same area of the damaged tubing sections of both samples. The samples were inspected under magnification, and it was noted that sample 1 had a tear/hole 3cm in length and sample 2 had a small tear/hole approximately in the middle area of the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.